Manufacturer narrative:
Pump passed self test, sleep current measurement and active current measurement. No unexpected low battery alarm during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 07/24/2025 12:46:00.000, 07/24/2025 12:46:09.000. Battery cycle 8.0 received the lowbatteryalert (104) on 07/15/2025 05:52:00 faster than expected at 6.95 days. Battery cycle 7.0 received the lowbatteryalert (104) on 07/07/2025 21:26:00 after more than 7 days at 7.66 days. Battery cycle 6.0 received the lowbatteryalert (104) on 06/29/2025 15:15:01 faster than expected at 6.7 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The p- cap locks properly in place in the reservoir compartment noted. Pump received with: unit had scratched case, stained keypad overlay. Customer alleged for unexpected battery power loss, low battery charge/battery lasts less than expected, problem isolated to electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.